Event description:
It was reported that a home patient experienced a crack in the minicap transfer set. This occurred after use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Sample evaluation of the returned photograph identified that the light blue main-body was cracked via visual inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.